Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. A sales representative confirmed the reported symptom and replaced the device. There was no harm or injury reported. The manufacturer received and evaluated the device. A "ventilator inoperative" alarm occurred, and operating the device was impossible when the power was turned on to perform operational checking. Since the reported issue had occurred during the software version upgrading, the software version was upgraded again then it completed properly, and the device started up normally when the power was turned on. Given the results above, it has been determined that some failure occurred during the software version upgrade and therefore, the software was not rewritten to a normal one, which led to the occurrence of the reported issue.